Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient that the revised hip (from 2024) dislocated on (B)(6) 2025. He was taken to the ER and x-ray showed that the ball part had popped out and was caught on the edge of the socket. Pt. Further stated that they were put to sleep and a team manipulated the hip back together.